Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the reported complaint. Review of the device data logs confirmed a total power failure alarm. The battery was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to an intermittent battery signal. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had intermittent power. The device was not in patient use when the reported event occurred.